Event description:
Related to (B)(4). The hospital reported that they had an issue with vasoview hemopro 2. A case of malfunction of co2 system to keep open the channel for safe cutting the branches. (Despite controlling one-way valve for co2 and using new tubing). They had to turn these two cases to open vein harvesting to retrieve necessary conduits.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, g3, g6, h2, h6, h11. Corrected sections: b1, h1, h6 (code 4641deleted). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. Reported lot # unk. A lot history record review was completed for lots 3000523769, 3000520508, and 3000513969 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000523769. There were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the event. For lot #s. 3000520508, and 3000513969. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
The hospital reported that they had an issue with with vasoview hemopro 2. A case of malfunction of co2 system to keep open the channel for safe cutting the branches. (Despite controlling one-way valve for co2 and using new tubing). There was no conversion to ovh.